Event description:
While attempting to deploy vasoseal device following cardiac catheterization, resistance was noted. Device was withdrawn from the pt but the "j" segment of the locator guidewire was missing. This "j" segment was subsequently located in the pt via cat scan. The segment was removed surgically at the time the pt underwent coronary artery bypass surgery 4 days later. There were no pt complications related to the temporary retention of the device fragment.